Event description:
Additional information indicated that there was noise and oversensing as a result of the fractured lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that a right ventricular (rv) lead involved in the reliance 4-front clinical study has fractured due to a subclavian first rib crush. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Attempts were made to get more information pertaining to this event; however, no additional information was received. Please accept this as a final report. Should additional information become available in the future, this report will be updated.